Manufacturer narrative:
Age or date of birth, weight and ethnicity: information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown, information not provided. Implant date: if implanted, give date: unknown, information not provided. Explant date: if explanted, give date: unknown, information not provided. Initial reporter telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was not as soft as it should have been. No further information was provided.